Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no unexpected motor clicking noise during testing. The insulin pump has a scratched display window. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 473 mg/dl. Customer advised during the fill cannula process the device made a clicking noise. Customer advised the drive support cap was normal. Customer advised the bolus deliveries were all recorded in the bolus history. Customer performed the high pressure test and passed. Customer advised their site was sore, irritated and itchy. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.